Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplement report.

Event description:
In 2007 at 8:15am, the patient was very ill. The patient previously thought he had the flu. The patient's wife called the doctor and the patient's blood glucose measured "hi" (above 30 mmol/l, 540 mg/dl.) The patient was taken to the hospital via ambulance and his blood glucose there measured 64 mmol/l (1152 mg/dl) and the patient was "in a coma." The nurse at the hospital discovered that the insulin cartridge was broken inside of the infusion device. No further information is available. Product was requested to be returned for evaluation.